Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2020, mentor became aware that the left implant was removed intact and that the right breast implant was actually the ruptured implant. Mentor also became aware that the patient underwent bilateral replacement with the following devices: (left) 500cc mentor memorygel breast implant catalog: 3505004bc lot: 9363382 sn: (B)(6) and (right) 550cc mentor memorygel breast implant catalog: 3505504bc lot: 9421077 sn: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor became aware that the following information were erroneously omitted from the supplemental report (follow up number 2) sent on (B)(6) 2020: per the returned device, it was found that the suspect medical device's lot number was 268977. A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture, breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with a 375cc mentor memorygel breast implant on the left side, suffered breast pain, a lot of rippling and possible breast implant rupture, post-operatively. As a result, the patient underwent implant explantation on (B)(6) 2020.